Event description:
Patient received an index atrial fibrillation (afib)ablation procedure for ventricular tachycardia on (B)(6) 2026 with a qdot micro and the patient experienced cardiogenic shock (adverse event #1) categorized as severe and serious defined by life threatening injury, medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function, and hospitalization with an admission date on (B)(6) 2026 and discharge date on (B)(6) 2026. Relationship to study device was reported as not related and relationship to the index study procedure is possible. The adverse event is unanticipated. The outcome is resolved with an end date on (B)(6) 2026. Intervention was surgery left ventricular assist device (lvad) implantation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).